Event description:
The surgeon, reported to the hospital risk manager, that the product broke in situ, spontaneously.

Manufacturer narrative:
Device is not available for evaluation. If the device or additional info becomes available it will be reported on a supplemental report.